Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire fsr (field service representative) performed a work order onsite under (B)(4). Replaced the moog blower assembly. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 401 (inspiration valve or device leaky alarm) alarm prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was returned for investigation. Vyaire medical received blower assembly moog bellavista 1000 p/n 030.300.061 s/n (B)(6) under rga 00089806. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the blower was heard attempting to cycle up to blow multiple times but failed each time with a whine, and alarms technical failure 401 and technical failure 316 which triggered on the home screen. Root cause of failure was determined to be due to an internal failure of the radial blower of the blower assembly moog bellavista 1000 p/n 030.300.061 s/n (B)(6) manufactured by moog incorporated.